Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received two occlusion alarms. The customer's blood glucose level was 300 mg/dl with very little ketones. After changing the cartridge, the customer administered a correction bolus to address the bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.